Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic cholecystectomy the rocker switch of the e2750 was sticking. The device was replaced with another without any further incident. There was no harm to the patient.